Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 573 mg/dl at the time of incident. The customer stated that they did not want to continue troubleshooting. The customer was treated with bolus for high blood glucose and was okay the rest of the day. Customer stated that they did not feel any symptoms. The insulin pump will not be returned for analysis.